Manufacturer narrative:
There are safety mechanisms within the device that prevent the over delivery of insulin. The pod was found to function as intended with no evidence of any damage or manufacturing deficiencies that would result in the device over delivering insulin.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospitalization and hypoglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Cloud - locked down/smartphone phone_control_android. Cloud - omnipod 5 software app version 3.1.1. Cloud - smartphone operating system up1a.231005. 007.s926usqs4aya1. Cloud - smartphone hardware sm-s926u. Cloud - cgm sensor type g6. Please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient had been hospitalized with hypoglycemia. The patient's blood glucose levels decreased to 60 mg/dl while wearing the pod between 4 and 24 hours. Symptoms included dizziness and dehydration. The patient was treated with intravenous (IV) fluids. Additionally, the patient was diagnosed with coronary heart disease, prolonged intervals, diabetes, heart failure with reduced ejection fractions, history of stroke, history of carotid endarterectomy, myocardial infarction, hypotension and dehydration. The patient was discharged after 2 days. The pod was removed at the hospital.